Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-21184, 1627487-2013-21185. The patient received two scs leads with the same lot number and two scs anchors with the same lot number. It was reported the patient was scheduled to have the entire scs system explanted on (B)(6) 2013 due to infection. Culture results are pending. According to the physician, the infection was not related to the scs system. It was also reported the patient has a history of mrsa and had not informed anyone of her condition.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.